Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 74 mg/dl, 191 mg/dl, 54 mg/dl, 78 mg/dl, 91 mg/dl, and 54 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.